Event description:
The duett sealing device was deployed following a procedure in the common femoral artery. Following the deployment, the pt experienced an occlusion. Treatment consisted of a surgical thrombectomy and anticoagulation medication. The treatment was successful and no further complications were reported.